Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported events are a loose switch valve likely due to misuse and a cable cut damaged, likely due to wear and tear.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th october 2025, it was reported by an arthrex employee via email that for an ar-8330h, shaver handpiece adapteur¿ power system ii, handswitch control, the switch on hand shaver was reported as loose and displaying wire. Scrub/scout nurses reported to associate sales rep following the case. This was detected during use in a shoulder release - arthroscopic procedure on (B)(6) 2025. The procedure was completed successfully as the surgeon continued to use device throughout the case. Nursing staff reported no adverse event occurred during procedure.